Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep stated they did not know what had caused the premature battery depletion prediction. Rep stated the patient (pt) had multiple programs and speculated that could be the reason. Rep said that the healthcare provider (hcp) decided to keep tracking the pt frequently and suggested that when its time to change it, the pt get a rechargeable one since the pt had multiple programs. Additional information was received from the rep. Rep reported that they do not have possession of the logs and that the information provided was confirmed by the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was that the caller reported that they saw the patient (pt) today and the healthcare provider read the patient's device and it was showing that the patient had as of 8 months ago had 2.1 yrs left. The healthcare provider stated that it should be at least 5 years. Reviewed with the caller that longevity is based on programming, impedances, etc. Reviewed that hcp could use the longevity calculator to get a estimate on longevity but also that device would report battery longevity to the patient programmer based on last 7 days of use. Hcp didn't want to try cycling as mentioned by other representative's. It was noted that the hcp would be tracking pt's battery every 2 months moving forward.